Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) patient passed away. This patient also had a pacemaker in service at the time of death. A review of electrograms from the time of death noted that the final episode was initially detected in the ventricular tachycardia (vt) zone, where the crt-d delivered anti-tachycardia pacing (atp). The rhythm then reportedly accelerated into the ventricular fibrillation (vf) zone, before degrading very rapidly. During the agonal rhythm, some undersensing was noted. After the patient's rhythm had degraded to a fine vf, the pacemaker reportedly began to pace occasionally. Of note, the patient had a competitive right ventricular (rv) lead implanted at the time of death.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) patient passed away. This patient also had a pacemaker in service at the time of death. A review of electrograms from the time of death noted that the final episode was initially detected in the ventricular tachycardia (vt) zone, where the crt-d delivered anti-tachycardia pacing (atp). The rhythm then reportedly accelerated into the ventricular fibrillation (vf) zone, before degrading very rapidly. During the agonal rhythm, some undersensing was noted. After the patient's rhythm had degraded to a fine vf, the pacemaker reportedly began to pace occasionally. Of note, the patient had a competitive right ventricular (rv) lead implanted at the time of death.

Manufacturer narrative:
Available information suggests that both the crt-d and pacemaker will be returned. To date, however, these devices have not been returned to boston scientific crm for analysis. Additionally, no final episode electrogram data has been provided for further analysis. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Available information suggests that both the crt-d and pacemaker will be returned. To date, however, these devices have not been returned to boston scientific crm for analysis. Additionally, no final episode electrogram data has been provided for further analysis. This event will be updated if any additional information becomes available. This device subsequently was returned and met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Review of device memory showed the battery had not reached elective replacement status and there were no hardware re-sets. There were no holes noted in the seal plugs, and both setscrews moved freely. Lead impedance measurement results were normal when tests were conducted with loads of known electrical resistance. The lead barrel ports met specifications in pin gauge testing. The device was then put through and passed a series of tests that verified the pacing and sensing functions. Review of the episode egm from the associated crt-d showed the observed undersensing was due to the low amplitude of the vf arrhythmia and that there was no artifact evidence that this concommitant pacemaker provided the reported pacing therapy; the episode markers showed that the ventricular pacing in the episode was provided by the crt-d.